Event description:
It was reported that the device¿s lock/sleep-wake button became unresponsive, after which a guided restart restored normal responsiveness, and the patient was advised that insulin remaining in a partially filled cartridge could be reused; blood glucose was reportedly unaffected, and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included no impact on blood glucose control and no medical intervention or hospitalization. Investigation included customer troubleshooting and education resulting in successful device restart. Investigation of this case revealed a transient user interface responsiveness issue associated with the device¿s hardware button that resolved with a restart, with no evidence of ongoing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device behavior resolved by standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.